Manufacturer narrative:
An event of heart block was reported. Information from the field indicated that the valve got partially re-sheathed one time due to the implant was too high. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The final implant depth at non-coronary cusp (ncc) was 5.7mm and left-coronary cusp (lcc) was 5.4mm. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported heart block could be due to procedural circumstances (implant depth too high) contributed to this event. However, this could not be confirmed. The reported surgical interventions was a result of case specific circumstances as permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: study name, crd_1059 - vista nova study: eu2738- 3320 (r979127901) it was reported that on (B)(6) 2026, a 35mm navitor vision valve was chosen for implant using a large flexnav delivery system. There was no calcifications present extending beneath annulus. The activated clotting levels were 329s and heparin was given. A pre-implant balloon valvuloplasty was done with a 24mm non-abbott balloon. The valve got partially re-sheathed one time due to the implant was too high. The final implant depth at non-coronary cusp (ncc) was 5.7mm and left-coronary cusp (lcc) was 5.4mm. A left bundle transient block (lbtb) was noted during procedure. On (B)(6) 2026, a permanent pacemaker was implanted. The patient was reported stable.

Event description:
Clinical information: study name, (B)(4) - vista nova study: (B)(6). It was reported that on (B)(6) 2026, a 35mm navitor vision valve was chosen for implant using a large flexnav delivery system. There was no calcifications present extending beneath annulus. The activated clotting levels were 329s and heparin was given. A pre-implant balloon valvuloplasty was done with a 24mm non-abbott balloon. The valve got partially re-sheathed one time due to the implant was too high. The final implant depth at non-coronary cusp (ncc) was 5.7mm and left-coronary cusp (lcc) was 5.4mm. A left bundle transient block (lbtb) was noted during procedure. On (B)(6) 2026, a permanent pacemaker was implanted. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.